Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a pin hole on the upper side of the intravia bag. Functional testing was performed by filling the bag with solution, connecting an extenstion set, and hanging the bag, allowing the solution to flow and no defects were observed. The unit was pressure tested at 8 psi and a leak was observed through the pin hole. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
A customer called and reported to baxter corporate product surveillance an intravia empty container in which a leak was observed. According to the report, the top portion of the bag seam appears to "have been scratched over and over" and created a small hole. The bag is slowly leaking out. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.